Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient experiencing fatigue presented in clinic for follow up. The pulse generator exhibited backup vvi mode. After a user download, the device resumed normal function. The device remained implanted.